Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure. No device malfunction was suspected. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the devices history record will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed. Additional suspect medical device component involved in the event: model number: sc-2158-50 serial number: (B)(4)description: linear lead with enhanced stylet, 50cm.

Event description:
A report was received that the patient was experiencing pain at the ipg site. The patient will undergo an explant procedure.

Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model #: sc-2158-50, serial #: (B)(4), description: linear lead with enhanced stylet, 50cm. Model #: sc-4316, lot #: 17785459, description: next generation anchor kit sterile.

Event description:
A report was received that the patient was experiencing pain at the ipg site. The patient will undergo an explant procedure.